Manufacturer narrative:
Implicated product is 3.0 fr. Single lumen catheter in intermediate tray. Product received for eval is 3.0 fr. Catheter with stiffener stylet in place. Catheter and stylet together measure 24.8 inches long. Moderate kinks are found 9.4 inches and 21.1 inches from proximal end. 5-dot depth marker is located 3.7 distal to proximal end of assembly. Lot history review reveals no related mfg issues and no similar complaints for this lot. MFR's incident questionnaire indicates that venipuncture was achieved without difficulty and six to eight inches of catheter was threaded before complications became apparent. Customer also reports on questionnaire that four additional attempts to place catheter were attempted without success. There is no indication if complaint incident had been repeated in all attempts. Complaint incident report documents that pt "had poor veins" and attempt to place 4.0 fr. Catheter in opposite arm was also unsuccessful. Tactual examination with stylet in place is remarkable only for kinks noted above. Patency is demomstrated by flushing water with 12cc syringe. Without pressurizing catheter, small leak is noted 0.8 inches proximal to catheter's distal tip (less than 0.1 inches proximal to distal tip of stiffener stylet. Aspiration results in drawing air into catheter/syringe. Under 30x - 63x magnification, small, circular hole with well defiined outer diameter edge, lighlty feathered inner diameter edge and dull, granular walls are observed in blue radiopaque stripe. Characteristics of hole are associated with blunt damage as opposed to sharp instrument damage such as needle or scalpel tip. No associated damage is noted in tubing outer diameter. Retraction of stiffener stylet is accomplished without difficulty. Microscopic examination of distal tip of stylet shows smooth, round tip without defect of sharp edge. Examination of wire around kinked areas is unremarkable. The kinks may have resulted if tubing lodged against vessel wall during placement and continued pressure had been applied attempting to force device beyond unseen anatomical obstruction. Complaint of stiffener stylet protruding through catheter wall is confirmed, user-related. Complaint file documents that threading catheter had been difficult. This may have caused guidewire to puncture catheter wall while advancing device. This is related to user technique and the pt's vascular anatomy.

Event description:
The catheter had been advanced 6"-8" when pt complained of pain. The rn withdrew catheter & saw stylet had pierced the catheter wall. The pt was reported to have poor venous access.